Event description:
The product may cause dental erosions on teeth. The erosive damages are irreversible even in a short exposure. Erosive lesions do not remineralize like caries lesions. Repeated use of the swabs may be detrimental to teeth. The product is used in all parts of USA and world-wide.